Event description:
It was reported that the patient complained of a smell like burned plastic from the controller even when it was not covered. The controller was exchanged and the patient was provided with a replacement device. There was no reported patient injury as a result of this event. The device has been received by the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. Supplemental testing showed that the controller's heat dissipation was normal. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller overheating are most often attributed to a faulty internal component. The cause of the reported event could not be conclusively determined; testing revealed the controller's heat dissipation to be normal. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump remains implanted. The controller was received by the manufacturer for evaluation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The devices listed in this report are used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Controller received on 2/27/2015.